Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents. A conclusive cause for the reported balloon rupture could not be determined. It is likely that the balloon interacted with the heavily calcified lesion, causing resistance during advancement and damage to the outer surface of the balloon resulting in rupture during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the distal right coronary artery with mild tortuosity, heavy calcification and 90% stenosis. A 1.2x12 mm rx mini trek balloon dilatation catheter (bdc) was advanced and resistance was met with the patient anatomy. The balloon was inflated and ruptured at 10 atmospheres on the first inflation. The mini trek bdc was removed without resistance and replaced with another unspecified bdc. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.